Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for approximately five days before the receipt of this report. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.